Event description:
Insulin pump said sugar was correct. Sugar was in fact extremely high where she went into diabetic ketoacidosis and was almost in a coma then was hospitalized for 4 days in trauma / ICU unit.